Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane mac-loc locking loop multipurpose drainage catheter was found leaking at the hub approximately 10-minutes during use. The device was replaced and the procedure was completed successfully. Additional information from the facility was requested regarding patient demographics and the event. That information is not able to be provided at this time. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. (B)(6). Investigation - evaluation a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, as well as a visual inspection and dimensional verification of the returned device were conducted during the investigation. A mac-loc catheter was returned in two separate pieces. The separation appeared to be a cut. Bio-matter was present on the device. No apparent surface damage noted. It was found that the catheter was out of specification, as the number of threads showing on the cap is greater than the number described in specifications. A leak test was conducted and confirmed the presence of a leak between the hub and connector cap. The tug and twist test revealed that the proximal assembly was secure, however the catheter tubing was noted to be able to freely rotate within the cap, indicating that the flare was not fully compressed. Upon removing the connector cap, the suture string was found to be wound in the threads. The flare appeared lopsided, out of round and missing a portion. Due to the compression of the flare within the cap and the potential damage upon removal, it cannot be determined if the flare was manufactured to specifications. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed one nonconforming event for improperly secured fitting, and the five pieces involved were scrapped. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, possible root causes for this failure mode have been attributed to the suture running through the threads of the cap/adapter assembly interfering with the seal during torqueing and an inconsistent flaring process. We have notified the appropriate personnel. Per the quality engineering risk assessment no further action is required. Appropriate measures have been taken to address this failure mode. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.